Event description:
The customer reported that blue insulation from the electrode fell off into pt during a knee procedure and the hook end of the electrode was missing. The customer did not know if the tip broke off into the pt or if it broke off post-op. The insulation material was removed from the pt w/o incident, and the pt was x-rayed to make sure all foreign material was retrieved. The pt was not injured.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.